Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 3006705815-2021-01936. It was reported that following an implant procedure on (B)(6) 2021 after the leads were implanted, the patient experienced excessive pain in their chest. Patient was admitted to the ER where stents were placed and blood thinners were prescribed. An EKG was also performed. On (B)(6) 2021, the physician decided to pull the leads due to blood thinners and a risk of bleeding. Patient went home and is doing fine.